Manufacturer narrative:
The leads were discarded. Patient event logs were reviewed and confirmed electrode disconnections on contact 17, 18, 19, and 20 prior to the revision. It is not possible to reach a definitive root cause for the disconnected electrodes. The evoke scs system MRI guidelines state, ¿impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning.¿ the patient is not able to receive an MRI until the impedance has passed check and issue is resolved. The evoke scs system clinical manual states, ¿a disconnected electrode shows an impedance of 8 and cannot be used for stimulation.¿ the reported disconnected electrodes were identified on one (1) lead. The product details for the two (2) implanted leads are not able to be distinguished. The second lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878, catalog#: 3008, serial/lot #: (B)(6) gtin: (B)(4), manufacturing date: 25/sep/2023 , expiration date: 24/sep/2025.

Event description:
During an impedance check performed for a patient implanted with a permanent evoke spinal cord stimulation (scs) system, multiple disconnected electrodes were identified. A lead revision was performed to resolve the reported event. The impedance check was performed as part of routine device check before performing magnetic resonance imaging (MRI). The disconnected electrodes did not impact patient therapy. Following the revision procedure, the MRI was completed.